Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the ligation band could not be deployed properly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 9, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was secured into the handle slot; however, the trip wire slack wasn't taken up. The ligator housing returned with four bands on it. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." The device was not also pulled up to take up the slack and the IFU states "take up slack by pulling proximal end of trip wire on handle unit." This condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block e1: initial reporter facility name: first affiliated hospital of fujian medical university block h2 (additional information): block b5, and block e1 (initial reporter address1, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on april 9,2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the ligation band could not be deployed properly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 9, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization (esvd) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the ligation band could not be deployed properly. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.